Event description:
It was reported that the pt experienced a "tugging sensation" during an MRI. The MRI had to be aborted. The pt had pain at the pocket site. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.